Manufacturer narrative:
Complainant name: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon ruptured, a balloon fragment detached, the patient had angina, and loss of flow occurred. The target lesion was located in the calcified mid right coronary artery (rca). A 3.50mm x 15mm maverick²¿ balloon catheter was used to pre-dilate the lesion and was inflated over rated burst pressure to 16 atmospheres. The balloon burst and it was thought that a segment of the balloon material detached in the distal coronary artery because the patient had angina and no reflow was observed. After several attempts, distal flow was restored with the help of a non bsc catheter. A stent was placed and no further complications were reported. The patient status was good.